Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2015. The patient was in the hospital at the time of death. The patient's spouse present at the time of death. The patient was unconscious in his hospital bed at the time of the treatments. It was reported that the lifevest was alarming and was saying "do not touch the patient". Between 18:41:27 and 18:45:33, ventricular tachycardia at 150bpm transitioned into ventricular fibrillation which then transitioned in to asystole. At 18:48:39, bradycardia at 15bpm was detected. The patient received four appropriate treatments at 18:49:17, 18:54:24, 18:55:43, and 18:56:14. The patient also received ten inappropriate treatments at 18:49:46, 18:50:19, 18:50:50, 18:51:21, 18:54:57, 18:56:35, 19:!6:01, 19:16:31, 19:17:10, and 19:17:40. CPR artifact and intermittent cardiac activity contributed to the false detections. A review of the downloaded data confirms that the response buttons were not pressed during the entire event. The rhythm after the final shock was intermittent cardiac activity with CPR artifact.

Manufacturer narrative:
Device evaluation of monitor sn: (B)(4) and belt sn: (B)(4) have been completed. Upon evaluation, both the monitor and belt were fully functional and able to detect and treat a patient. Monitor sn: (B)(4) - reuse. Electrode belt sn: (B)(4): (B)(6) 2013 - reuse.